Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -17.50/3.5/098 was reported to have a torn haptic. The lens touched the eye. No patient injury is reported.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Lens tore during loading on (B)(6) 2024. Cause of the event was the reported as the device. The problem was resolved. Claim# (B)(4).